Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned for analysis. Further testing revealed tip seal observation. The helix would not extend due to being over-retracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned for analysis. Further testing revealed tip seal observation. The helix would not extend due to being over-retracted.

Event description:
It was reported during the procedure that the fixation screw (helix) would not extend. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.